Manufacturer narrative:
Pump was received with missing segments/partial display due to cracked lcd zebra connector. Pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump had a line going through the screen that was absent of color. At first it was one line and now it was 2-3 lines. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.